Event description:
Report from hospital stated the pt had high cobalt in blood. The pt expired due to cardiomyopathy on (B)(6) 2011. Doi: (B)(6) 2006 left hip. Doi: (B)(6) 2009 right hip.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents of elevated metal ions against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.